Event description:
According to the complainant, following a prefyx placement procedure, the patient experienced a labial cyst of mild intensity and placed under observation. No patient complications were reported as a result of this event. The patient's condition was reported as "recovering and resolving".

Manufacturer narrative:
The device has not been received for evaluation, therefore a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental medwatch will be filed. No conclusions could be drawn regarding either the validity or possible root cause for this complaint. Other: implanted